Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.

Event description:
Healthcare professional reported "exposure of implant". This record is for the left side. Device was explanted and replaced.